Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of huax0317 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient's mother that the feeding button continues to leak when the cap is closed. The mother stated that when the cap is open it will drain like an "open" faucet. When its "closed" it drips like a leaking faucet. This has caused stomach acid to leak on her son's skin and caused him to be agitated. She would like to know if there was a change in the design of the button. In the past her son could go months before the device needed to be replaced, now she has replaced two in the last four months. The mother noted that in the past there has not been a company logo on the device. She has noticed with the two recent replacement devices the company logo is imprinted on the button. She would like to know if a change was made to the device that is causing the button to leak when the logo was added to the device. She has requested a IFU be sent to her for assistance in replacing the patient's device. This file addresses the second button replacement.